Event description:
Procedure: unknown. Reportedly, the suture broke when an attempt wasmade to collect the tissue specimen. There were no adverse affects tothe patient reported and there is no information available about the completion of the procedure: note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Manufacturer narrative:
The device was returned without the bag. A detailed analysis could not be performed without the complete device. The reported condition could not be reliably determined.